Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "delayed keypad" was confirmed but not reproduced during evaluation. Evaluation found the delay to be caused by a failing processor printed circuited board (pcb). The failed processor pcb was replaced.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a delayed keypad. There was no patient involvement.